Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be over exposure to chlorination during latex processing /over exposure to ozone resulting in product degradation/ exposure to petrolatum based products /improper storage of the product.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ [storage method and expiration date]. Storage store in a dry, cool place away from heat, moisture, and direct sunlight ."

Event description:
It was reported that the catheter allegedly turns black a week or 2 after insertion. Per email received from ibc representative on (B)(6) 2019, the patient had a urinalysis and c&s done. The patient had an infection and the urologist prescribed amoxiclav 875/125 1 tab twice a day for 14 days. The treatment was started (B)(6) 2019.